Event description:
It was reported that the user was unsure whether a meal announcement had been made, and review of device data indicated no announcement had been entered prior to the call; during the call the user entered a usual breakfast announcement. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of available device use information and user education on proper meal announcement workflow. Investigation of this case revealed normal device function with user uncertainty regarding use, consistent with use error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement timing and technique.